Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt felt no stimulation sensation when she increased her settings. The pt recently went through security at a retail store. The pt had a urinary tract infection about three weeks ago and was treated for it. The pt experienced pain in her pelvic area. During troubleshooting while increasing stimulation, the pt felt that her shoulders were tightening. Add'l info has been requested, but was not available as of the date of this report.